Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Event date is an approximation. On the evening of 08/27/2024, the patient was washing clothes when they noticed the cgm was displaying a low reading around 40 mg/dl but could not remember the exact value. A bg reading was not taken during this time. The patient stated they did not receive an alert and tht their low alert setting is at 55 mg/dl. The patient was feeling dizzy and losing her balance. She drank orange juice but the cgm reading stayed the same. She called 911 and when paramedics arrived, they took a finger stick but the patient could not recall what the value was; however it was 30 points higher than the cgm. The patient was treated with a gel pack. After treatment, the patient felt better. After 15-20 minutes of attending to the patient, paramedics left. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.